Event description:
It was reported that a patient presented in-clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead exhibited noise. As a resolution the rv lead was not implanted, and an alternate was implanted instead on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was not confirmed. A full complete lead was returned in one piece for analysis. Electrical testing, visual inspection and x-ray examination were normal with no anomalies found.